Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During the eval, the pump alarmed constantly to "load set" followed by "powering off close door." The reported alarm was confirmed and reproduced. This was caused by a loose upper link screw. The condition was eliminated during eval by adjusting the screws. The screws have been replaced.

Event description:
It was reported that a spectrum pump alarmed for a constant "close door" message when the door was closed. It was reported that this occurred in the med/surge care area. There was no pt injury.